Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 20 and 150mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer